Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen screen. The customer¿s blood glucose level was 6.5 mmol/l at the time of the incident. Customer stated that there were no response from any button and time clock was not advanced. Customer was not called after inserting new battery but monitored for 2 hours and insulin pump had frozen display recurred and screen was not completely blank. Customer stated that response from all buttons and time clock was advanced. The insulin pump will not be returned for analysis.